Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer alleged the pump performed the fill tubing step while the customer was connected to the infusion set without any user interaction. Customer's blood glucose (bg) was 37 mg/dl. Customer consumed carbohydrates to address low bg and called for an ambulance. Paramedics stayed with the customer for 2 hours until the bg elevated. Customer reverted to using manual insulin injections for insulin therapy. Technical support performed a pump system check and found the pump to be functioning as intended. Although requested, additional information was not provided.

Manufacturer narrative:
Pump data logs were reviewed on august 21, 2024. There is no continuous glucose monitor (cgm) data available for review for july 3, 2024. The complaint could not be confirmed.